Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated and fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant. The analyst noted the helix did not extend due to distal conductor distortion and fracture in the connector due to over-rotation (spin). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during atrial lead implant procedure, no issue was found in the tip when tested outside the patient¿s body before lead insertion. Physician position atrial lead at the atrial septum with competitor guide wire during the procedure and informed of improper use many times. Atrial lead positioning at the atrial septum was attempted but there was high threshold, and extension of the tip was performed approximately 10 times, and during attempts to adjust the location for positioning. During positioning attempts, extension of the atrial tip became disabled. The atrial lead was extracted from the patient¿s body, the tip was tested and could not be extended. The procedure was completed by positioning a different lead at the auricular appendage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.